Manufacturer narrative:
Product event summary: it was confirmed that there was a burning smell, and it was determined to be coming from the programmer's power supply. It was also confirmed that the printer was noisy, especially at "12mm" speed. The universal serial bus (usb) port on the micro processor unit (mpu) was loose. The radiofrequency (rf) head connector on the link electronic module (lem) board was loose. There were spots noted on the right side of the display. Programmer failed left antenna connection on incoming functional testing because it was loose. There were broken latch tabs on the power cord bay. The left keyboard hinge was broken, and the upper plastic handle cover was damaged.

Event description:
It was reported that the programmer's printer was faulty, there was a mechanical sound coming from it, and the programmer was producing a burning smell. The programmer has been returned to service. No patient complications have been reported as a result of this event.